Event description:
It was reported that during a stone removal procedure, the stone was determined to be 10mm in size and located in the right ureteropelvic junction, c-arm post extracorporeal lithotripsy. Prior to using a stone basket, a 200 micron holmium yag laser was used to break the stone in half. When removing the ureteral stone pieces, the stone basket broke off and remained inside the pt's ureter. The dr was able to retrieve the basket with graspers through the previously placed cystoscope. The pt had to undergo another cystoscopy, ureteroscopy ans stent change to remove stone fragments that were not removed during the initial procedure due to the stone basket malfunction. There were no further complications reported.

Manufacturer narrative:
The actual complaint sample was returned in the original package. The stone basket was in two pieces and was separated from the sheath. The investigation of the actual sample has not been completed. A review of the device history record found nothing that could cause or contribute to the reported event. The IFU states: only physicians trained in stone manipulation should perform this procedure. A variety of technique may be employed, however, the physician should use the technique most appropriate for the individual pt's situation. Inspect the device prior to use and during the procedure. Conventional use is to open the basket with the thumb slide. Pull the basket backward toward the object while slowly rotating the basket. Once the object has been captured, partially close the basket to secure the object for removal by pulling the thumb slide back. Simultaneously, withdraw the basket and the ureteroscope from the urinary system. Baseline report previously filed. A field correction has been implemented and reported to the atlanta district which consists of notifying physicians and hospitals of revisions to our existing instructions for use.